Event description:
It was reported that upon implant, noise and out of range high voltage lead impedance were noted on the lead. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.